Manufacturer narrative:
The synergy xd mr ous 3.50 x 48 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found a hypotube break at 66.5 cm distal to the distal end of strain relief, multiple kinks were also noted along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. A functional testing was performed during analysis. An inflation aid (touhy) was attached to the broken end of the hypotube to facilitate functional testing. A recommended 0.014 guide wire was loaded in the wire lumen before inflation test. The device was inflated with no issues to rated burst pressure. Pressure was maintained and the balloon deflated within the specification. The stent expanded and deployed without issue. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that stent deployment failure occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not be inflated inside the vessel. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a hypotube break.